Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-002410. The patient reported she experienced a fever and redness around her scs incision sites while recovering from an infection. The patient was subsequently admitted to the hospital as the infection became worse. The scs system was explanted (unknown date). The patient remained hospitalized for 6 weeks and also developed sepsis during her hospital stay. As of (B)(6) 2016, the patient had been released from the hospital and was recovering at home.